Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that they have defibrillation issue(s) that require bench repair. There was no reported patient involvement / adverse patient impact.

Event description:
The customer called into philips to report that they have defibrillation issue(s) that require bench repair. The customer stated the issue was the device would not power on. There was no patient involvement.